Event description:
It was reported that this right ventricular (RV) lead was surgically explanted due to unknown product performance reason. No new RV lead was implanted. No additional adverse patient effects were reported.